Event description:
Additional information indicates that this lead had dislodged from it's original position. The lead was successfully repositioned and no adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead was recently implanted and approximately three weeks later, the patient underwent a revision procedure for an unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.